Event description:
It was reported that the distal tip of a recanalization catheter detached while attempting to cross a total obstruction in a vessel. An attempt to retrieve the distal tip proved unsuccessful. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has been returned to the MFR for eval. The investigation is currently underway.